Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that they does allege pump was under delivering and experienced high blood glucose. The customer¿s blood glucose level was 160 mg/dl. Customer's current blood glucose is 254 mg/dl. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Device passed the dat test at 0.0876 inches.